Event description:
During the intervention in the operating theatre, this I/a handpiece threw out apparently metallic particles in the eye of the pt. The particles were extracted by the surgeon and the handpiece was taken out of circulation.

Manufacturer narrative:
The device was found to be corroded and beyond repair. A brown particle returned for analysis was identified as a clump of cellulostic fibers, a mixture of chemically processed and mechanically pulped cellulose, and appeared to be small pieces of cardboard. The particulate was not metallic.